Event description:
It was reported that immediately after performing angioplasty on the right coronary artery, which was inadvertently dissected, insertion of an iab was attempted. During insertion of the iab, the balloon began to unwrap and could not be advanced. The iab was withdrawn and a second one was placed with no complications. The pt later expired of causes unrelated to this incident.